Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had a neurogenic bladder and experienced " hydronophrosis" (brief description said 'hydronephrosis", spelling error). The symptoms occurred about 2.5 years ago when the patient had turned her device off when she was pregnant. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v085160, implanted: (B)(6) 2008-product type: lead. Product ID: 3889-28, lot# v105811, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).